Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31728719l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia procedure with a thermocool smarttouch sf catheter and experienced that the patient went into complete heart block. The patient had no heart rhythm and confirmed this on EKG. The patient came out of heart block while stable and under observation and are two to one. The physician is putting a pacemaker in the patient, but the patient is conducting on their own. While ablating with the thermocool smarttouch sf catheter, it was noticed that the patient went into complete heart block. The patient had no heart rhythm and confirmed this on EKG. The patient came out of heart block while stable and under observation and are two to one. The physician is putting a pacemaker in the patient, but the patient is conducting on their own. The biosense webster, inc. Products in the body during the case were a webster coronary sinus catheter, thermocool smarttouch sf catheter, preface sheath, and two quad catheters (stryker reprocessed). The procedure was aborted. Additional information was received which indicated that the physician¿s opinion on the cause of this adverse event was that av node was burned. The intervention provided was temporary pacemaker, and permanent placed the next day. The outcome of the adverse event was unchanged. The patient required extended hospitalization but unknown the time. No transseptal puncture was performed during the procedure. The number of performed ablations was 7 with rf energy and all ablations were outside the pulmonary veins. No ablations were performed within the pulmonary veins.